Event description:
It is reported that the pin broke inside the patient, and was able to be removed.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. Sem analysis of the fracture surface of the returned pin was indicative of an overload condition. Cause cannot be definitively determined. As returned, the pin tip has fractured off the instrument. The potential field age of the device is 4 months. Device history records indicate all components were manufactured and inspected to specification.